Event description:
60 year-old male with history of vre (vancomycin-resistant enterococci) sacral ulcer, left food ulcer, cad (coronary artery disease) ckd (chronic kidney disease), underwent suprapubic catheter placement. While placing catheter in bladder via 20fr peel away. Filled balloon with sterile water & contrast 50:50. Upon removing peel away, rechecked image, the balloon leaked and deflated. Had to get new peel away and council-tip catheter and replace the previous. No harm to the patient.